Manufacturer narrative:
Investigation is currently in progress.

Event description:
A medtronic ent rep reported that during an ent case, the surgeon was unable to get a tracer registration to pass. He noted that the software initially put the head frame on the cheek and he had to adjust it, and then when tracing, it was showing the points off in space. The medtronic rep reported that there was a significant amount of dental artifact. Medtronic rep walked him through troubleshooting to remove this and the surgeon attempted to trace again. Tracer worked and the case was continued with the use of the fusion navigation system. The surgeon alleged that the system was 3-4mm inaccurate after multiple tracer registrations. He noted that the tracer points showed up slightly to the side of the nose and never "auto-corrected" into the exact right position. There was no impact to the pt outcome.